Manufacturer narrative:
Upon receipt, the lead was found dissected some 20 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. The analysis of the fragment demonstrated multiple signs of abrasion. At approx. 2.5 cm distal to the is-1 connector pin the insulation at the hv-1 connector was found ruptured. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did neither for the lead nor for the ICD reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - pt had box change from a single chamber ICD to this ilesto hft on (B)(6) 2013. Ra and lv ports on the device were plugged (looking to implant lv lead if the patient's health improves). All lead numbers at the change-out were satisfactory (r wave 10.9, threshold 0.6, pacing imp 420 ohm, shock imp 54 ohm). Patient received 3 shocks between (B)(6) 2013 and (B)(6) 2014. After the 3rd shock on (B)(6) 2014 the device could not be interrogated. The doctor decided to explant the device, where the lead was found to have an insulation breach on the rv (hv1) high voltage portion of the lead, proximal to the yolk. It would appear that shock therapy, in combination with the insulation failure, has depleted the battery. No scalpel was used in the can change-out process, so the physician is adamant that it was not cut by him.